Event description:
It was reported that the device received an error code 570.6200. No patient involvement was noted.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 570.6200. Technical support -- oridion module: 1. Informed customer this is due to the oridion module. 2. Recommended sending in for repair. 3. Customer will move forward with sending in for repair through our customer portal. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device received an error code 570.6200. No patient involvement was noted.

Manufacturer narrative:
Updated: a1, e4, g2 (report source), g3, h3.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error code 570.6200. There was no patient involvement.